Event description:
It was reported that pump touchscreen was unresponsive. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional actions or corrective measures were documented.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.